Event description:
Smiths medical international ltd., has been notified of an event that cuff leakage was found after in use for ten days. It is not known if the tracheostomy tube was pretested per the instructions for use. No adverse outcome to pt.